Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation. As the device was not returned, evaluation was unable to be performed. No device information was reported and the customer did not report lot # or serial # information. Therefore, the device history record (DHR) was unable to be verified. The reported event could be attributed to: material integrity of the device shaft as a result of mishandling subsequent to distribution, including shipping/storage conditions or improper manipulation of the catheter. Distal tip damage caused by mishandling/improper storage. The instructions for use (IFU) state: inspect packaging and catheter for damage or defects prior to use. Inspect the packaging and catheter for damage or defects prior to use. Inspect the catheter and package before opening. The contents of the package are sterile unless the package is opened or damaged. If the package is damaged or if it was opened and the catheter not used, do not use the catheter. Return the catheter and packaging to stryker sustainability solutions for re-sterilization by ethylene oxide (eo) gas. Do not attempt to re-sterilize. Avoid excessive torque, stretching, kinking and/or bending of catheter, as this may interfere with distal tip shaping or cause damage to internal electrode wires. Should the device become available for return, the complaint will be reopened.

Event description:
It was reported the device's curve was broken. The complainant is not aware of any patient injury, medical intervention, or extended procedure time. These are commonly used devices that are readily available.